Event description:
It was reported that when using the bd pyxis¿ es server user was unable to access the server remotely from a cell phone. The user stated that remote access had previously worked without issue but had recently been experiencing numerous errors. Local onsite it had been unable to resolve the problem, and assistance was being requested to restore remote access to the pyxis server from a mobile device.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) informed the customer that the enterprise server website application was designed to be accessed only within the hospital secured network. The tss explained that the reported scenario indicated a custom configuration had been implemented to allow external access and clarified that support could not be provided for such setups due to lack of visibility and configuration details. The tss advised consulting the team responsible for implementing the configuration for further assistance and highlighted potential security risks, including exposure of patient data, if the setup was not properly controlled. The system functioned as intended after the technical support specialist inspected the issue.